Event description:
The pt's mother reported that her son was hospitalized for two days with hyperglycemia. His a1c was 11.1 and his blood glucose was 600 mg/dl. She stated that her son's healthcare practitioner had made some device settings changes since the hospitalization.

Manufacturer narrative:
The device will not be returned for eval. We are unable to determine if any malfunction or other product defect contributed to the reported hyperglycemia and hospitalization. No product lot number was reported, therefore, no qualification records were reviewed. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death."